Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the device. The customer has responded and indicated the device will not be returning since they believe this was not a device malfunction. The issue was resolved after they removed the pediatric pads and replaced them with adult pads. The device is designed to be used with adult pads to complete the self test. Reports of this nature are typically not submitted as there would be no potential for clinical impact.